Event description:
It was reported the pt's scs stimulation is not covering all of her pain areas. Fluoroscopy taken revealed one of the pt's scs lead has migrated. F/u identified the pt underwent surgical intervention to revise her scs lead on (B)(6) 2013. During the procedure the physician accidentally cut the lead and had to replace it. The new lead was placed midline and the pt reported receiving stimulation therapy where she needs it postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.